Manufacturer narrative:
The hill-rom technician found that a part was missing beneath the hook when he investigated the slingbar. In the instruction guide for universal sling bars (7en1160185), the safety instruction section states: before lifting, always make sure that the sling¿s strap loops are correctly fastened to the sling bar hooks when the sling strap is extended, but before the patient is lifted from the underlying surface. For safety, load must be applied to all sling bar hooks on the sling bar during the lift! A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. No further information is available on the repair of the lift at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the hill-rom technician stating one of the slingbar hooks broke during the transfer of a resident. The resident fell onto the bed and there was no patient or user injury reported. The device was operated by the caregiver and was in a patient room at the account at the time of the incident. This report was filed in our complaint handling system as complaint # (B)(4).